Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the main lamp was glowing but the spare lamp was not. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source display an e207 error. In addition, the spare lamp indicator is blinking. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena ¿spare lamp indicator is blinking¿ and ¿error code e207¿ were reproduced and confirmed. It was determined to be due to a faulty spare lamp. The cause of the faulty spare lamp could not be identified. Olympus will continue to monitor field performance for this device.